Manufacturer narrative:
(B)(4)

Event description:
Ra lead is displaying high frequency low amplitude noise after atrial sensed events. Patient has multiple recordings with the noise. Rep will be performing additional testing and will inform the doctor. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.